Manufacturer narrative:
A product investigation was conducted: investigation flow: damage & functional/device interaction. Visual inspection: the 5.5 exp verse unitized set scr (p/n: 199721001, lot number: wj1222) was received at us cq. Visual inspection of the complaint device showed the external threads were deformed and stripped, making the device unable to assemble. Device failure/defect identified? Yes. Functional test: a functional assessment was performed on the device and the mating device . The complaint device was unable to assemble to the mating device since the complaint device external threads were deformed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the external threads are stripped, making the device unable to assemble to the mating device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: the DHR of product code 199721001, lot wj1222, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on (B)(6) 2019. Qty. 286. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient had a surgery and during the surgery when inserting the correction key and a unitized set screw in the extended tap of a 7x50mm exp verse cfx screw, both innies broke. That means a ring/chip broke off. The problem occurred in the lower level of the taps. After that the fixation with the correction key and the unitized set screw was not possible anymore, and the surgeon had to change the screw. All generated fragments were removed without any additional intervention. The surgery was completed successfully with 30 minutes delay. There were no patient consequences. Concomitant device reported: unknown key inserter/tightener (part# unknown, lot# unknown, quantity 1). This report is for (1) 5.5 exp verse unitized set scr. This complaint involves seven (7) devices. This is report 1 of 1 for (B)(4).